Event description:
It was reported to tyco healthcare kendall on 7/27/01 that more than one employee (3) has received a clean needlestick, from needles sticking out of sheaths, while they were sorting through bulk needles at a kit-packing facility.